Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. There was alarm reported, which persisted even after restart. Device was switched to another one. No harm to patient reported.